Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that the reported phenomenon was attributed to the following. Strong chemical stress was applied to the subject device. Strong physical stress such as forcibly dropping or hitting the something on the subject device was applied to the subject device. The components of the subject device (covering and locking ring) were broken due to combination of chemical stress during reprocessing and mechanical stress during attaching, as mentioned above. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the components of the subject device (covering and locking ring) were broken off and detached, and that there were impact points on the irrigation port and between the locking ring and the tightening ring. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing with the subject device, it was found that the failure of the subject device. There was no report on when this event occurred, and there was no report of patient injury associated with this event.